Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm. Drive support disk was inspected and no anomaly was noted. No blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device kept turning off. Customer was having high blood glucose for 5 days. Customer's blood glucose was 436 mg/dl. During troubleshooting, found multiple no delivery alarms in history. Customer called back and declined troubleshooting. Customer mentioned her blood glucose had been in 500 mg/dl and 600 mg/dl. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.